Manufacturer narrative:
As reported, the permafix enhanced fixation failed to fixate the mesh after two successful deployments. The subject device was returned for evaluation depleted of all fifteen fasteners. As such, a functional test to attempt to reproduce the reported event could not be performed. The device handle cover was removed finding all the components in place and in good condition. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause is inconclusive. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use(IFU) supplied with the device states: " avoid excessive trigger force as this may damage the device. If the device locks, remove the device from the patient and lightly tap the trigger forward toward the tip to release. If the device locks and cannot be separated from a fastener that has been deployed into tissue, you may rotate the device counter clockwise to free the device. The locked device should then be discarded and a new device should be used. If the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the bard/davol permafix enhanced fixation device was used to fixate an unknown mesh. As reported, two fasteners successfully fixated the mesh and the third and subsequent fasteners did not pierce the tissue. The device stopped firing after firing several fasteners. The fasteners that did not fixate the mesh were removed from the patient and there were no broken fasteners. There was no reported patient injury.